Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (the patient not discontinuing the pump when previously instructed to).

Event description:
The patient contacted animas on (B)(6) 2014 reporting that they are having many load step issues with many loss of primes daily. They are aware that the pump is out of warranty (oow) and that they have been told in the past to discontinue the pump and to go on his alternate method of insulin delivery. The patient reported a blood glucose (bg) of 39 mg/dl last night at work. This report is being made due to the hypoglycemic event the patient experienced that resulted from the patient not discontinuing the pump when previously instructed to